Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter tubing set was damaged. During a redo pulmonary vein isolation (pvi) ablation procedure, between ablations, the intellanav mifi open-irrigated ablation catheter tubing set broke. No patient complications occurred. The device is expected for analysis but has not been received.